Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(6). H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 21-may-2023 corrected to 17-may-2023 h6 - type of investigation (b):10 investigation conclusions (d): 4310 claim #(B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation not associated to a low vaul. The lens was replaced, and this resolved the problem. Cause of the event was the unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.